Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The suspect device has been returned to olympus for evaluation. The olympus service center found e105 and e107 lamp errors. It was also found the device had a lot of dust and rusty parts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the error codes was due to a defective led unit. It is likely the led unit became defective due to the dust and rust inside the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation at this time. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the visera elite ii video system center had an e105 error code and issues with white balance. These issues were found during preparation for use. This report is being submitted for the e105 error code. No patient involvement or injury was reported.